Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. The capsule was detached from the patient's esophagus before the end of the 48 ho ur-study. The recorder work correctly during the previous procedure. There was no patient and user harm and a repeat procedure was necessary.